Event description:
A malfunction was reported with a malf 12 code displayed on the device. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, but the malfunction recurred. Consequently, technical support decided to replace the pump. However, the customer, who already had a new pump, declined interest in obtaining an out-of-warranty loaner pump and opted to set up the new pump later. Resources were sent to the customer via email.